Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), small atrium, large prolapse and a pascal clip that was partially dislodged for a mitraclip procedure. During the procedure, guide and the clip was across the septum and wanted to optimize the imaging. It was requested to the imager to roll the patient off the shoulder which improved the imaging. While doing it, the guide slipped to the right atrium with the clip in the left atrium. Troubleshooting was performed and physician was able to get the clip back into the guide on the right side and pulled both the guide and the clip out of the patient. New guide and clip delivery system was prepared and continued the procedure. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.